Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based on the information from olympus europa se & co. Kg (oekg), the reported phenomenon could have occurred due to the camera cable broken by the physical stress. The operation manual of the subject device has already warns following: do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for an unspecified procedure with the subject device at the user facility, it was found that the image of the subject device was not displayed on the monitor. The user facility replaced the subject device to another device to complete the procedure. There was no report of patient injury associated with this event. Olympus (B)(6) checked the subject device and found that the image of the subject device was not displayed, and also found that the camera cable was damaged.